Event description:
A memory lens iol implanted in the eye of an unspecified pt has since opacified and will probably be explanted & exchanged in the future. Request has been made for add'l info, however, no further info is available.

Manufacturer narrative:
The device history records & sterility records have been reviewed by mfg and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its MFR. The method of MFR was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.